Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the inner bag of the cassette exhibited a leakage. There was a small hole inside the soft inner bag. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
One sample was received for evaluation. Visual and functional testing were able to confirm the reported problem. The root cause was unable to be established. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.